Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. ¿ rupture: one opening observed on radius side assessed as unidentified (tear) opening (shell thickness was within specification). ¿ gel bleed: no observed. Additional observations: ¿ one opening observed on radius side assessed as unidentified (tear) opening (shell thickness was within specification). ¿ creases were observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture, "gel bleeding", and "preventive purposes against bia-alcl". The device has been xeplanted.

Event description:
Healthcare professional reported "the prosthesis rupture was diagnosed with gel bleeding" via ultrasound and "surgery was initially planned for preventive purposes against bia-alcl."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.